Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she received the safety letter regarding the reservoirs, and wanted to report that she has been going to the hospital every month due to low blood glucose levels. Found that she did not have the affected reservoirs. The dates that the customer received medical assistance were (B)(6) 2013 with a blood glucose of 27 mg/dl, (B)(6) 2013 with a blood glucose of 21 mg/dl, (B)(6) 2013 with an unknown blood glucose, (B)(6) 2013 with a blood glucose under 20 mg/dl and (B)(6) 2013 also with an unknown blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer mentioned that she experienced her eyes rolling back, foaming at the mouth, sweating, unconsciousness and stress during all of the events. The customer also reported that the insulin pump was exposed to high magnetic fields. Advised that the insulin pump would need to be replaced. Nothing further was reported.